Manufacturer narrative:
Correction: h6 health impact - clinical code should also include "arrhythmia."

Event description:
New information noted that the device exhibited intermittent rv under-sensing during a ventricular fibrillation (vf) episode. Although the vf therapy assurance algorithm activated, the device met return-to-sinus criteria before delivering therapy. The patient subsequently died.

Manufacturer narrative:
Additional information was requested but not returned.

Event description:
It was reported that patient had died due to under-sensing of ventricular fibrillation. Additional information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.